Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted as part of a chevar procedure in the endovascular treatment of a 57mm abdominal aortic aneurysm. The proximal oversizing was reported as sufficient. It was reported that during the index procedure, when final angiography was performed, a type ia gutter endoleak was identified. When touch-up was performed again with the kissing balloon technique, the endoleak decreased slightly, but it still remained. As per the physician the cause of the event could not be determined. No additional clinical sequelae were provided, and the patient will be monitored.